Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was reviewed and no nonconformance related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and confirmed that ac led, battery led and indicator over the battery were working, but no battery flashing led was indicating. Dc cart voltage reading was 0 volts. The fse replaced the power management board, and dc cart voltage became present. Also verified that batteries started charging and both slots were charging. Performed all functional and safety tests. Returned the machine to the customer for clinical use.

Event description:
During service test by the customer, they discovered cardiosave has battery charging issue. No patient involvement . No adverse event reported.